Event description:
The reporter indicated that vns patient's device was programmed to off approximately ten months post-op due to complaints of dysphagia following ncp system replacement surgery. The patient reported feeling burning in their neck, hoarseness, difficulty swallowing and choking sensation. The patient cannot feel stimulation. The patient has not a seizure in over a year; however, requested that the vns device be turned off, and it was. It is unknown at this time, if the patient's problems have resolved. The reported events (voice alteration, choking sensation, dysphagia and pain) are known adverse events associated with surgery or stmulation, therefore, are likely related to the vns system.